Event description:
It was reported that in the last 2-3 weeks prior to the report the patient had gotten a jolting sensation while recharging, on her side. Two weeks before the report she felt a shock without the recharger on her. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).